Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. A tavr procedure was completed using a valve and a 14f sheath. Access was in the lcfa, the vessel size was 6.8mm, and minor calcification was noted. There were no issues advancing the procedure sheaths. Act was 270 and bp was 165/30. Manta was deployed at the measured depth and non-pulsatile oozing was noted so light manual pressure was held. Oozing continued so the manta device was retightened and hemostasis was achieved. The IFU was reviewed and confirmed to state if bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. Post angiogram was taken and revealed blocked flow near the manta. The physician noted they "couldn't tell if the anchor lodged and blocked flow, or if there was a dissection flap or both. A 5x30 balloon was inflated at the site and flow was restored. Photos and imaging were reviewed during investigation and confirms a dissection proximal to the manta device. It is likely the manta device caught the dissection flap causing the blocked flow. Dissections are a common adverse event associated with large bore procedures as well as deployment of vascular closure devices.

Event description:
As reported: manta was deployed successfully. There was some non pulsatile oozing so light pressure was held. Oozing continued so manta was re-tightened. Hemostasis was achieved. Angiogram was taken, revealing blocked flow near manta device. A 5x30 balloon was inflated at the site. Angiogram was taken revealing restoration of flow. Physician could not tell if the anchor lodged and blocked the flow, or if there maybe a dissection flap or both. Updated 26aug2021 from investigation: photos and imaging were reviewed, and it confirms a dissection proximal to the manta device. It is likely the manta device caught the dissection flap causing the blocked flow. Dissections are a common adverse event associated with large bore. Aware date for reporting MDR is 26aug2021.